Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and identified as the reportable malfunction identified during evaluation; image noise, no image, and abnormal image color tone (magenta or green) due to damage on the charged couple device (ccd) unit. Additionally, the evaluation found the following non-reportable malfunction(s): bending section cover had a scratch and a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; scratches were observed on video connector case, video connector, light guide (lg) connector, light guide cover glass, universal cord, angulation lever, right/left (rl) lever, rl plate, up/down plate, switch 1, switch 2, switch 3, grip, control unit, and fe lever; and adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the videoscope was producing a compromised image. It was not specified when the issue occurred or when it was observed. The device was returned and during the device evaluation the following reportable malfunction was found: no image was produced and when image appeared it had abnormal color tone (magenta or green) due to damage to the imaging unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise and abnormal color issue could not be determined, however, the issue was likely the result of a damaged charged-coupled device (ccd) unit due to user handling/mishandling and or a circuit board component failure. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¿inspection of the endoscopic image¿ confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.